Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly. A revision surgery was performed and, upon examination, a tear in the tubing and a crack in the cuff component were found. The device was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly. A revision surgery was performed and, upon examination, a tear in the tubing was found. The device was explanted and replaced. No patient complications were reported.